Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06167. It was reported the pt experienced a burn about two yrs ago while charging the ipg. The pt reported the burn left scars and he has not used the charger since. No further info is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pt's related to heating while charging and raised awareness of this issue to pt's. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.